Event description:
It was reported that, following an internal fixation surgery performed on an unspecified date to treat a radius fracture with a d-rad single use kit plating system, the patient required the removal of the plate due to pain. Although the patient was followed up for thirty two (32) postoperative months, an onset date for the reported pain and a date of surgery for the plate removal is not known. The patient had achieved radiographic union of the fracture 1.5 months post initial implantation and was reported as "full return to duty" status. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, as of the date of this investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The data was collected from the post-market clinical follow up activity was anonymous, no further information will be provided. Consequently, without the requested clinical information, a thorough clinical assessment cannot be performed at this time. The impact to the patient beyond that which has already been reported cannot be confirmed nor concluded based on the information provided. Therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for d-rad smart pack system revealed that provides complete guidelines of indications, contraindications, warnings and precautions and adverse reactions that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Internal complaint reference number: (B)(4).

Event description:
It was reported that, following an internal fixation surgery performed on an unspecified date to treat a radius fracture with a d-rad single use kit plating system, the patient required the removal of the plate due to pain and subsequent fpl and index fdp rupture diagnosed at six (6) months postoperatively. This procedure was conducted at seven (7) months postoperatively. Although the patient was followed up for thirty two (32) postoperative months, an onset date for the reported pain and a date of surgery for the plate removal is not known. The patient had achieved radiographic union of the fracture 1.5 months post initial implantation and was reported as "functioning well". No further information is available.

Manufacturer narrative:
Corrected data: b5 (narrative), g2 (source: pmcf conducted in the UK), h6 (health effect - clinical code, health effect - impact code). H11: additional information has been received from the site conducting this pmcf.

Manufacturer narrative:
Corrected data: h6 (health effect - clinical code, health effect - impact code). Updated results of investigation: given the nature of the alleged incident, the device, could not be returned for evaluation. The clinical/medical investigation concluded that, without supporting clinical documentation, a thorough medical investigation could not be rendered nor could a definitive root cause of the reported failure be determined. Therefore, the patient impact beyond that which has already been reported could not be confirmed nor concluded. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for d-rad smart pack¿ system revealed that these documents provide complete guidelines of indications, contraindications, warnings and precautions and adverse reactions that may occur preoperative, during surgery or post operative. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.